Event description:
It was reported that during routine removal of the catheter after 2 days of use, the catheter separated and a small piece remained in the patient. There are no plans to remove the retained catheter piece. There were no patient complications.